Manufacturer narrative:
The insulin pump had unresponsive buttons due to a unlocked keypad connector. No button error alarm was noted. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error while changing the set. The insulin pump had been dropped. The customer had a high blood glucose of 542 mg/dl after discontinuing use of the insulin pump and was advised to follow up with a health care professional and monitor the blood glucose. The customer declined troubleshooting for high blood glucose. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.